Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis due to skin contact. Additional information was obtained through follow-up with the clinical manager. The patient presented to the pd clinic on (B)(6) 2023 with cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and ip vancomycin 1750mg every 5 days. The patient¿s culture resulted positive for staphylococcus epidermidis. The patient¿s white blood cell count was 4614 with 96% polymorphonuclear cells. The antibiotics were adjusted, and the ceftazidime was discontinued. The vancomycin continued every 5 days per vancomycin trough (lab levels). The cause of the peritonitis was not determined despite the initial report of skin contact. The patient is continuing pd therapy utilizing the liberty select cycler with antibiotic administration in a daytime manual exchange. The patient was not hospitalized for this event. No further details were provided.